Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
Balloon rupture leakage. The report from the affiliate indicated that a patient was undergoing balloon dilatation to a heavily calcified, moderately tortuous left femoral artery with 90% stenosis. The balloon was prepped outside the patient's body. The vessel was accessed contralaterally. The 4mmx4cm powerflex balloon was introduced and inflated once below nominal pressure, when it ruptured. Contrast medium was noted to be leaking out. The procedure was successfully completed with a synergy 4mmx4cm bsj. There was no patient injury.